Manufacturer narrative:
The cage was received in two sections. Visual examination of the threaded insertion hole location shows deep gouges on both the top and bottom of the cage. The gouges appear to be from impaction with the insertion device. The device history records were reviewed and found no discrepancies when the lot quantity of 62 was released to stock in 2006.

Event description:
Contact reports the surgeon placed cage then decided to attempt to move more anterior. Cage moved too far anterior. Surgeon attempted to reposition and cage broke after attempts with various instruments. There was an approximate delay in surgery of 1.5 hrs. As a result, a medwatch from will be filed. There was no adverse pt consequence.